Event description:
The author of a scientific article indicated that a vns patient was reportedly experiencing an increase in seizure severity with vns magnet stimulation. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Article citation: murphy jv et. Al. "Vagal nerve stimulation in refractory epilepsy: the first 100 patients receiving vagal nerve stimulation at a pediatric epilepsy center." Arch pediatr adolesc med 157.: 560-564, 2003.